Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve inside a pre-existing non-edwards transcatheter heart valve in the aortic position. Approximately 9 years and 5 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 valve due to regurgitation without complications. The patient was stable and sent to recovery. Per follow-up with the fcs, the regurgitation was central, and the patient was symptomatic prior to reintervention, reporting shortness of breath. It was unknown if there were any leaflet issues. The perceived root cause of the regurgitation was believed to be related to the age/implant duration of the valve.

Manufacturer narrative:
Investigation is ongoing.